Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(6).

Event description:
According to the reporter, during a bypass procedure, the balloon burst during the procedure on its own, it was not being touched. A little piece of the balloon fell in the surgical cavity but was retrieved. Another device was used without further consequences. The patient gender, age and weight are not available. The event cause no patient injury or ill-effects. No medical intervention was required. There was no unanticipated tissue loss, tissue damage or bleeding. There was no reinforcement material used. There was no extension to surgical time required. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.